Manufacturer narrative:
The allegation the leads were stuck in the header of the ipg was not confirmed. The lead was returned cut and incomplete; only 2 terminal end segments measuring 6cm each was received. Each segment had a connector block stuck on the lead over electrode #9. There was extensive damage to the connector block preventing the issue from being analyzed. Continuity testing showed each segment had 3 electrical opens. As no broken wires were observed, it was concluded the wires were broken in the vicinity of where the connector blocks were damaged. The condition of the leads prior to explant could not be determined. As such, the root cause of the issue could not be determined.

Event description:
Reference manufacturer number: 1627487-2021-02395. It was reported that the lead tails were stuck in the ipg header during a routine ipg replacement procedure. In turn, the physician had to explant and replace both devices to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.